Event description:
It was reported that a malfunction alarm occurred with code malf 0. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer received assistance from cts to reset the pump, and no further malfunctions occurred after the reset.